Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) after approximately two (2) months due to dysphotopsia. No patient complications were reported.

Manufacturer narrative:
Evaluation of the intraocular lens at our manufacturing facility revealed upon visual inspection that the lens was received cut in half, which is a condition consistent with a lens that has been explanted from the eye. No optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records were reviewed and showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.5 diopter. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device code: - intraocular lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.